Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during implant of a 29mm sapien 3 in the aortic position via left transfemoral approach, the balloon ruptured after full deployment of valve. There was reported withdrawal difficulty, the complete balloon was removed from the patient, bleeding was noted. The cause of bleeding was perforation at left common femoral artery during removal of sheath and delivery system. The decision was made by the operator to cut down and surgically repair vessel with a pericardial patch. The patient was alive and stable.

Manufacturer narrative:
H6 updated the device was not returned to edwards lifesciences for evaluation therefore no visual inspection, functional testing and dimensional testing was performed. No imagery returned, therefore no imaging evaluation. A device history review (DHR) report was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for failure balloon burst and difficulty or inability to withdraw system through sheath were unable to be confirmed as no product was returned for evaluation and no imagery of the device was provided. However, the manufacturing records of the device were reviewed and no manufacturing nonconformance was identified. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the case notes, it was reported that there was moderate to heavy calcium on the native valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factor (withdrawal of burst balloon) contributed to the balloon burst. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required. In this case, a vascular perforation occurred and was possibly due to procedural factors (device manipulation and withdrawal difficulty of the devices through the vasculature) with possible calcification of the access vessel may have contributed to the complaint event.